Event description:
It was reported that six months prior the implantable pacing lead polarity was switched from bipolar to unipolar. However, during the bipolar state the lead encountered low impedance, and high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).